Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of insulin during the load sequence.. Additionally, a malfunction alarm occurred and the pump time was incorrect. Cause of incorrect time was unknown. During troubleshooting with tandem technical support, the minimum fill notification and malfunction alarm were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was in the 300s mg/dl.